Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The reported concern for a potential clot could not be confirmed through this evaluation as the device remains in use; however, the events captured in the submitted log files appeared consistent with a potential ingestion event. Additionally, the report of a small kink in the outflow graft could not be confirmed as no CT images were provided by the account for review. A specific cause for the outflow graft distortion could not be conclusively determined. The account reported that the patient had a large stroke on (B)(6) 2021. Upon device interrogation, prior to the event, the patient had a 9 second low flow alarm at 8:05 where the pump flow dropped to zero. There was concern for a potential clot. The controller event log file contained data from 3:22:42 on (B)(6) 2021 through 11:15:28 on (B)(6) 2021, per the timestamps. A low flow fault flag was captured on (B)(6) 2021 when the estimated flow dropped below the low flow threshold of 2.5 lpm, to 2.1 lpm. This fault resulted in a low flow hazard alarm at 8:05:42 on (B)(6) 2021 which lasted approximately 9 seconds. During this event, the estimated flow dropped further and ranged from 0.1-0.7 lpm. This event was also associated with motor instability (f55) lvad faults, captured at 8:05:43 and 8:05:53. Despite the observed events, the pump appeared to function as intended at the set speed. The lvad event log file contained data from 8:07:54 on (B)(6) 2021 through 8:05:58 on (B)(6) 2021, per the timestamps. At 8:05:38 on (B)(6) 2021, a sudden drop in the calculated flow mean was observed to 0.1 lpm. The flow gradually recovered to 2.5 lpm by 8:05:45. Rot_noise faults were also captured at 8:05:38, 8:05:39 and 8:05:49 on (B)(6) 2021, which were associated with rotor noise values ranging from 96-196 um. These events coincided with the findings from the controller event log file. Excluding these events, the pump appeared to function as intended with stable temperature, rotor displacement, and rotor noise values. Although a specific cause for the low flow, rotor instability and rotor noise events could not conclusively be determined through this evaluation, based on previous complaint history and similarly reported events, the data captured in the log files is potentially consistent with a deposition or thrombus formation passing through the system. Additional information communicated by the vad coordinator stated that the patient had expressive aphasia and underwent a computed tomography angiography (cta) and a perfusion of the head showing an embolic stroke in the left (l) middle cerebral artery (mca) territory. The cta of the chest and outflow graft reconstruction showed a significant amount of clot in the aorta/aortic valve and also bilateral renal infarcts. Additionally, a small kink of the outflow graft was observed but was not obstructing flow at this time. The patient returned to the operating room (or) for an ascending aorta and aortic valve thrombus evacuation. During this procedure, the surgeon also removed the bend relief from the outflow graft. It was also reported that the patient¿s international normalized ratio (inr) was therapeutic. Following the procedure, the patient still had some word finding difficulties and was awaiting transfer to acute rehab. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further events have been reported at this time. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists stroke, venous thromboembolism, arterial non-central nervous (cns) system thromboembolism, and pump thrombosis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, "patient care and management", lists thromboembolism as a potential late postimplant complication. Section 6, under ¿anticoagulation¿, also provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Section 5, under ¿implant procedures¿, also warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5 contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26oct2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient has a large embolic stroke. Upon interrogation the patient had a 9 second low flow alarm where the pump flow was 0. The healthcare provider was worried about a potential clot. Upon review of the patient's log files the low flow was confirmed. Flow was almost at 0 for about 3 seconds and then recovered back to the correct parameters. The patient underwent a computer tomography angiography (cta) and perfusion of head for the stroke left middle cerebral artery. The cta of the chest and outflow graft reconstruction shows significant amount of clot in the aorta/aortic valve also bilateral renal infarcts. There was a small kink of the graft but not obstructing flow at the time. The patient returned to the operating room for ascending aorta and aortic valve thrombus evacuation. The surgeon removed the bend relief from the outflow graft during the procedure. The patient had subtherapeutic inr. The patient had expressive aphasia and a successful embolectomy by neuro intervention. The patient still has some word finding difficulty and was awaiting acute rehab.